Event description:
The customer reported that the dose limit needs to be calibrated. No pt injury reported. This malfunction may have resulted in a possible accidental radiation occurrence.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep calibrated and verified dosage. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and field via 3500a.